Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced probable undersensing - loss of contact. It was also reported that there was a pocket infection; the patient was treated with antibiotics. The icm remains in use. No further patient complications have been reported as a result of this event.